Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading is 131 mg/dl. Customer stated that the screen was frozen with no advancement of time. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, self test, prime test and excessive no delivery test. No excessive no delivery alarm. No frozen screen. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with scratched lcd window, cracked case display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.